Event description:
The reporter stated that the unit will not occlude. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
The unit operated correctly and altered occlusion within spec. The transducer calibration was out of spec at 0lbs and 8lbs. Medex was unable to confirm the issue. However, the transducer was out of calibration, which can contribute to a failure to alert occlusion. This issue is being monitored for trend. The unit will be repaired and returned top the customer. No add'l action is necessary at this time. Medex considers this MDR closed with this report.